Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Philips engineer suggested a quote for further evaluation, but the customer did not approve the quote. No service has been provided from philips, and no further action was performed by philips. The codes were updated based on the investigation outcome.